Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right atrial (ra) and right ventricular (rv) lead. Additionally, automatic mode switch (ams) was detected on the ra lead. The suspected cause of the noise was electromagnetic interference (emi). No intervention has been performed. The patient was stable and will continue to be monitored.